Event description:
Procedure: lap chole. According to the reporter: surgeon cut through the cystic duct instead of making a small cut to do a cholangiogram. He was unable to do the cholangiogram. He complained that there is no tactile feedback on the shears and is stiff and need to be smoother feeling.

Manufacturer narrative:
(B)(4).